Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with varipulse¿ bi-directional catheter, and after the case had completed, the patient experienced tingling for 15 minutes, a transient ischemic attack (tia) and punctate infarction. The symptoms disappeared when the patient reached the hospital. Magnetic resonance imaging MRI scan confirmed punctuate infarction. The patient was stable and discharged from the hospital. It was reported that after the afib case had completed, a transient ischemic attack (tia) and punctate infarction were noticed in the patient. The procedure was completed successfully without issues. The next day, the patient contacted the hospital, complaining of "tingling" in their left arm and leg. The patient experienced this symptom for about 15 minutes, but then the symptom disappeared once the patient arrived at the hospital. A MRI scan was performed on the patient's brain, and they confirmed there was a punctate infarction in the patient. They could not confirm if there was any medical intervention provided for the patient. The patient was in stable condition and was already discharged to be sent home. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was the varipulse¿. The intervention provided was observation. The outcome of the adverse event was improved. The activated clotting time (act) before and during ablation were highest >400 and lowest 346. One transseptal puncture site was performed during the procedure. There was no evidence of char nor blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. This was a re-do procedure. The patient does not have previous history of stroke. There were no observations such as intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. The ablations were performed outside of the pulmonary vein isolation (pvi) on the posterior wall. There were no apparent procedural risk factors noted from the reviewed workflow. The catheters/system exhibited normal impedance and current ranges. Additional details were received on 20-oct-2025. It was reported that a re-do paroxysmal atrial fibrillation (paf) patient in sinus rhythm when ablations were performed. There was no cardioversion. A vizigo was used. Two catheters were used during performed exchanges with octaray, varipulse¿ and octaray. No pre-ablation thrombus check was performed as a computed tomography (CT) had been done previously at the original ablation procedure, and the patient was on continuous anticoagulation. Protamine was given- 30-40 mg, and ejection fraction was normal 55-60%. The MRI positive for acute right parietal lob infarct, punctate. Eliquis was used for uninterrupted anticoagulation. The chadsvasc score was 3-4. In summary, no obvious risk factors for tia were present, devices appeared to work normally per the current and impedance in the analysis that was previously shared. Posterior wall ablation was performed, but this was a re-do patient and not all veins received ablation, and a low number of overall ablation was performed.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An investigation was performed by medical affairs, with the following summary: low number of ablations (6 on the posterior wall), ablations done while pt was in ns rhythm, ablations performed using 30ml, majority good movement between ablations, repeat ablations 2 & 4, unknown patient history. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).